Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module noise. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the u/d knob broken, the insertion flexible tube (ift) cut, the light guide cable cut, the light guide cable for control body cut, the lcb distal cover glass scratched, the objective lens unit dirty, and the remote control buttons worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.